Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 5510f502 - triathlon cr fem comp #5 r-cem. 5520b500 - triathlon prim cem fxd bplt #5. 5550-g-339 - triathlon symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Postoperative diagnosis: patient underwent primary right knee replacement on (B)(6) 2018. Patient returned to have right knee irrigation and debridement, polyethylene liner exchange for an acute periprosthetic joint infection on (B)(6) 2018 reported as (B)(4). Patient returned to have irrigation and debridement, explantation of all components, placement of an articulating antibiotic spacer on (B)(6) 2018.